Event description:
It was reported that the catheter didn't capture or sense and there were no measurements observed. There were no patient complications reported.

Manufacturer narrative:
One swan-ganz catheter was returned for evaluation with attached contamination shield and monoject 1.3cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. Continuity testing found that the proximal electrode had an open condition between the lead wire and the electrode in the catheter body proximal of the proximal electrode. The proximal lead wire was broken in an area of the catheter body where the wire loops, and is prone to breakage when stretched. There were no short or intermittent conditions. There was no visible damage observed on the catheter body or the returned monoject 1.3cc limited volume syringe. Although the customer report was confirmed, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the event. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.